Event description:
Customer states that falsely elevated accutni (troponin) results were produced on two patients samples. Both patients underwent heart catheterizations. One patient was deemed to have a negative catheterization result. The falsely elevated accutni result contributed to the decision to perform the catheterizations. There were no serious injuries and no medical intervention was required for this event.